Manufacturer narrative:
The customer contacted a siemens technical service center (tsc) specialist. Tsc reviewed the data provided. The tsc found that the centralink data management system omitted a test. Tsc verified the centralink configuration and no errors were found. Tsc modified the frequency of the omit_command_2 task from every one minute to every five minutes. A siemens headquarters support center (hsc) specialist reviewed the data supplied. Hsc stated the system was configured correctly. All hold tests were setup for both vista instruments as per the vista with aliquot support documentation. Hsc stated that the hold tests were reflexed appropriately by the sample tube re-run button. Hsc found that the hold tests were omitted by centralink before the customer had the ability to setup the vancomycin test for a manual re-run. Hsc was able to duplicate the event. The cause of the discordant, vancomycin results was due to centralink running a batch command to omit the "hold tests". The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant vancomycin results were obtained on two dimension vista instruments that were linked to a centralink data management system. The customer initially received an above assay range result on their dimension vista 2 instrument (>50). The customer followed proper protocol to repeat the sample using a "sample tube rerun". The customer then performed a manual 1:6 dilution and set the sample to run in centralink. The customer then manually programmed the sample to run on their dimension vista 1 instrument. A falsely elevated result of >250 obtained from dimension vista 2 populated the current result column in centralink, followed by a falsely low result of 9.8 obtained from dimension vista 1. The depressed result (9.8) was not released to the physician(s), as the operator who performed the dilution knew the result should be higher. It is unknown if a result was released to the physician(s). It was determined that the "hold" tests function was properly triggered when the customer used the "sample tube rerun". However, the "hold" tests were omitted by a "batch" (not by user) function/mode. Because the "hold" tests were omitted, centralink sent the order again to dimension vista 2 instrument, which caused the result to be run neat. When the repeat result from the dimension vista 2 instrument transmitted to centralink as >50, a dilution factor of 6 was applied on a neat sample, thus obtaining an elevated result of >250. Minutes later, the low result of 9.8 was received from dimension vista 1, but the dilution factor had already been applied to the result of >50, thus obtaining a falsely low result. There are no reports of patient intervention or adverse health consequences due to the discordant results.